Event description:
It was reported that during npwt utilizing a renasys touch, the device was restarted because a blockage alarm and 808a error occurred, however this problem was not solved. The treatment was continued with another renasys touch which was prepared for backup. There was no delay. There was no patient harm. The device will be returned to jp local service for evaluation.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing no relationship between the event reported. A visual and functional evaluation found no faults. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records for the reported lot/batch, found no non conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.